Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2016. Information was subsequently received on (B)(6) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported there were one hundred and ten detected episodes of non-sustained ventricular tachycardia episodes, which appeared to be t wave over-sensing. There were three episodes of t wave over-sensing where therapies were withheld. Further review of the manufacturer's database indicated the patient is deceased and died two days later. Additional information was requested but not received.